Event description:
Pci to the mid rca with successful des deployment 3.0 nc balloon would not deflate following stent post-dilation. This resulted ln the balloon being trapped in the mid rca, with timi 0 flow beyond the balloon. We attempted to rupture the balloon using several stiff tipped wires and also attempted to capture the inflated balloon into a 6 f guideliner and the 6f guide. No strategy was successful and ultimately referral for surgical removal was required.